Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300-500 mg/dl and the cause was not known. The pump supplies were changed and a bolus was delivered to address the bg level. As the event had occurred in the past, a cause could not be determined.